Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 226 occurs and no image. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the connection error b30: instrument not recognized was cause not determined and for error 226 occurs and no image was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited connection error b30: instrument not recognized. The issue was found during inspection for use of the device. There was no patient involvement.